Manufacturer narrative:
The reported events of pacemaker in backup and capture anomaly were confirmed. The device was returned for analysis and was received with no telemetry communication and no output due to battery at eol level. Device was cut open to enable further testing and battery was found depleted. Analysis performed after replacing external power supply found high current drain. Hybrid leakage test did not find any anomaly. Capacitor leakage test was performed, and high current was noted on the device which showed most likely cause of high current. The backup was triggered most likely due to low battery voltage caused by premature depletion. Assessment of total projected longevity was performed, and premature battery depletion was noted.

Event description:
It was reported that the patient presented to the emergency room with a heart rate in the 30¿s. The patient complained of dizziness. Upon device interrogation, it was discovered that the pacemaker was in backup vvi mode and not capturing. The device was explanted and replaced. The patient was in stable condition post-procedure.